Manufacturer narrative:
Date of event: (B)(6) 2020. Date of deport: 27oct2020.

Event description:
It was reported to philips that the device shut down. The device was reported to be in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed stated the issue was not able to be duplicated and requested that a philips field service engineer (fse) be dispatched to the customer site for additional assistance. The fse evaluated the device and could not duplicate issue. The fse confirmed all cables were seated properly, and noted that the drpt log showed two low battery alarms before the issue occurred. No parts were replaced and the device was returned to use.